Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. The device was positioned at the septum of a multi-fenestrated asd and the positioning appeared unsatisfactory. The device was removed from the patient and a deformation was observed on the table. The device reformed to its original shape and was prepared for implant. Once the device was deployed inside of the body, the left atrial discs deployed away from the septum in a martini configuration. The device was removed from the patient and additional deformations were observed during re-preparation. The device was re-positioned in the body a third time, however, the physician elected to exchanged the device for a 35mm amplatzer cribriform occluder due to mis-sizing and an unsatisfactory appearance.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was sized using an echocardiogram and selected for implant. The device was positioned at the septum of a multi-fenestrated asd and the positioning appeared unsatisfactory. The device was removed from the patient and a deformation was observed on the table. The device reformed to its original shape and was prepared for implant. Once the device was deployed inside of the body, the left atrial discs deployed away from the septum in a martini configuration. The device was removed from the patient and additional deformations were observed during re-preparation. The device was re-positioned in the body a third time, however, the physician elected to exchanged the device for a 35mm amplatzer cribriform occluder due to mis-sizing and an unsatisfactory appearance. The patient remained hemodynamically stable throughout the procedure and no further issues were reported.